Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced an absence of no delivery alarms during troubleshooting for numerous issues. The customer's blood glucose was less than 400 mg/dl. Troubleshooting for the absence of no delivery alarms was declined by customer. Assisted in resetting the fixed prime and advised to change the infusion set. Advised to monitor the insulin pump and call back if problem recurred. Advised that the issue may be caused by a bent cannula. Nothing further reported.